Manufacturer narrative:
Patient age reported as elderly, exact age of the patient at the time of event is unknown. Date reported incorrectly on (B)(4). The correct date is february 23, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During the investigation it was determined the complained part had been returned under another complaint on april 04, 2017. A product investigation was completed: the returned implants were evaluated at customer quality and the complaint condition of postoperative breakage (covered in linked complaint (B)(4)) was able to be confirmed however the complaint condition of will not fit with other parts was not able to be replicated or confirmed. The mating extraction instruments were not returned therefore a functional test could not be performed. Additionally, use of the 03.037.030 extractor for blade/screw for removal of the nail was determined to be misuse/abuse as the instrument is only indicated for extraction of the helical blade or lag screw. The tfna technique guide recommends using the 355.399 extraction hook for ti cannulated nails for removal of broken nails. The relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material record reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, risk assessment review, and drawing review were performed as part of this investigation. This complaint is unconfirmed. The concomitant part(s) were returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition. The as received damage on both devices is consistent with implantation and removal. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Implanted six (6) months ago, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed on part #: 04.037.214s, lot#: h041939 (sterile) - 12mm/125 deg ti cann tfna 235mm/tight- sterile. Quantity 3: manufacturing location: (B)(4), manufacturing date: 24-feb-2016, expiration date: 31-jan-2025. Inspection sheet for in process/inspect dimensional/final and inspection sheet - tfna assembly inspection met inspection acceptance criteria. Component parts reviewed: 04.037.912.2 - lock prong 125 degree, tfna bp-55 lot ¿ 9668029, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 7921061, 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9969523, 21127 - raw material lot bp-80 lot ¿ 7926421. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the broken nail removal surgery performed on (B)(6) 2017, the extraction screw wouldn't engage with the proximal part of the nail and the extractor for the blade would not engage into the threads below the aperture of the nail. There was surgical delay of sixty (60) minutes due to the reported event. Surgeon eventually malleted in this instrument until it cross threaded and gripped onto the nail. New long 14mm 140 degree nail was inserted, fracture was grafted. Patient outcome and surgery outcome not reported. Instruments were faulty. Both instruments mentioned would not easily engage. When they did, the instrument pulled out when back slapping with the mallet. Surgery was completed successfully. This report addresses the intraoperative issues during extraction of the nail. The post-operative event of broken nail has been captured under linked complaint (B)(4). Concomitant devices reported: 1.7mm cocr cable with ti crimp 750mm-sterile (part # 611.105.01s, lot # unknown, quantity 1), tfna fenestrated helical blade 85mm - sterile (part# 04.038.385s, lot # 7866730, quantity 1). This is report 1 of 3 for complaint (B)(4).